Event description:
The customer contact reported a death while the device was in use. It was reported that at 1100, the patent was trying to move in bed and inadvertantly caused the IV stand to fall over. The unspecified medical equipment attached to the IV stand, weighing approximately 25 kilograms, reportedly hit the patient on the head. The customer reported, "this injury to the patient combined with the anticoagulation therapy reportedly caused extended brain bleeding." The patient underwent an unspecified "urgent surgical operation" and was later transferred to the intensive care unit. In 2006, the patient expired. The cause of death was reported to be "brain injuries, on the right part of his head, as a result of the hit of the hardware that was approximately in 1 meter distance from his head." Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by list number or serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.